Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the patient was programmed using the 0-7 lead; more consistent good coverage with the reprogramming.

Event description:
Rep reported the patient to be seen on 11/4.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was starting probably 2 months ago the patient no longer felt stimulation in their hand for they felt it in the middle of their spine. When using stimulation it was hurting their back. When they would carry groceries, their back would kill them the next day. Starting at the same time the patient noticed their neurostimulator battery was hurting them. Patient was also getting headaches and jaw pain. Patient would also feel out of breath. Patients doctor wanted to see if the neurostimulator could get reprogramed or if there was a lead migration. Patients medtronic rep they worked with was out on maternity leave. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number and emailed local medtronic reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was unknown whether the patient (pt) lead migrated. It did not appear that pt was seen by manufacturer since the visit on november 4th when the issue was reported. The cause of the patient no longer feeling stimulation in their hands and rather getting it in the middle of their spine, stimulation hurting their back, the patient getting headaches, having jaw pain and feeling out of breath was undetermined. The pt reported comfortable paresthesia to her affected area.